Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied data indicated that all levels of accutni quality control were within customer's established ranges during the timeframe of the event. An instrument system check executed prior to the event generated results within instrument specification. There were no errors posted to the instrument event log during the timeframe of this event. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04137, 2122870-2011-04152.

Event description:
The customer reported that on (B)(6) 2011 erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for one patient's samples. This is report one of two and represents the erroneous accutni results generated from one of the patient's samples generated on an access 2 immunoassay system (B)(4). The initial accutni result generated a lower than expected accutni result within the normal reference. Subsequent testing on both the original and another instrument produced higher results within the risk stratification range. The initial result was reported outside of the laboratory, and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The sample was collected in a heparinized plasma tube and tested using a insert cup because the sample volume was low. The sample was centrifuged prior to testing.